Event description:
It was reported that a pump did not detect an upstream occlusion (medication, programmed amount and delivery rate unk).

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. Upstream occlusion and downstream occlusion tests were also performed per the sigma preventive maintenance procedure with the unit passing. The device also passed add'l upstream and downstream occlusion testing. No malfunction could be identified. Review of the history log shows that on the reported date of the event, one infusion segment was observed. During this infusion, flow confirmation prompts were confirmed at 3 different times. No occlusion alarms were observed, however, no malfunction could be identified.